Event description:
Information was recieved from an international distributor that their customer reported the ventilator had a smell of overheating. There was no patient involvement. The customer reported the ventilator was charging the battery at the time of the reported problem, and the battery was then disconnected. The distributor's service engineer performed an evaluation of the ventilator and replaced the power supply to correct the problem. Despite a request to obtain the device and components for manufacturer evaluation, the unit was repaired by the international distributor and returned to the customer for use.